Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call that the insulin pump did not deliver the right amount of insulin. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump did not turn on. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify possible under/over delivery anomaly due to blank display. Device had cracked battery tube threads.